Event description:
Customer placed two PICC lines that led to deep vein thrombosis by day seven. Patients underwent thrombolysis. Updates received (B)(6) 2010. Patient experienced non-occlusive dvt, physician removed the PICC line and the problem was resolved; however, patient experienced respiratory distress-procedure date: (B)(6) 2010.

Manufacturer narrative:
(B)(4) dvt is not labeled in the IFU. Occlusion is not labeled in the IFU.